Event description:
It was reported during a laparoscopic appendectomy the surgeon attempted to fire the ez35 across the meso-appendix and the device would not fire. A second stapler was used. The second stapler cut the tissue but no staples were fired. The procedure was converted to open. 08/04/1997 the rep said suture was used to complete the case. The pt is now home doing fine.

Manufacturer narrative:
H6; code 400: bent knife. Facility experienced an event with endopath endoscopic vascular linear cutter on while performing a lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974709. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, cartridge condition, and cartridge return batch number, na; and instrument number, a 542 b. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke, ab good; and test cartridge batch #, a j00j5l b na. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument a was returned with a slightly bent knife, but was otherwise in good physical condition. Instrument b was returned with a damaged firing mechanism. Instrument a was cycled, fired, cut, and formed the staples within design specification. No testing could be performed on b due to the condition returned. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartirdge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.